Event description:
It was reported to nuvectra that the leads migrated after the patient extended to catch her son from falling off the table. During the surgery, the leads were removed and replaced. The patient is doing well.